Event description:
Surgery was performed (duration 6 hours) with patient positioned on maquet modular universal table top in the lithotomy position, and the patient's legs positioned in the goepel leg holder. Postoperative redness of both lower legs was observed by hospital staff. The next day the patient was diagnosed with compartment syndrome in both lower legs. A fasciotomy of one of the legs was required. Patient is presently recovering from the fasciotomy. (B)(4). Reference MFR number: 8010602-2013-00018.